Event description:
The end user called to report that his pouch would not drain into a night drainage container. This lead to a uti. His primary physician placed him on oral antibiotics. The product was in use for 2-3 weeks.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to the reporter, the primary physician placed the patient on ciprofloxacin. The end user was instructed to call back with any questions or concerns. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted. A return sample for evaluation is not expected.